Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an infection in the area of the ins. There was swelling, extreme redness, and drainage reported. When the patient went to take the staples out "it popped back open". It was noted that they could stick a q-tip about an inch into the incision. An infection was confirmed. The first time the infection can back as escherichia coli and the second time came back as "aerobic". The patient took oral antibiotics to resolve the issue; first "bacterium" and then she switched to "linaquin" at the maximum dose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.